Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose levels of 467 mg/dl. The customer reported the infusion set came detached. The customer treated the high blood glucose level with a bolus from the insulin pump. The customer did troubleshoot the issue. The current blood glucose level was unknown. The customer did not troubleshoot for the high blood glucose level. The insulin pump will not be returned for analysis.